Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor; unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. Also found the sensor was whole with no broken or missing parts.

Event description:
Customer reported via phone call that they received a lost sensor. The blood glucose reading is unknown. Customer states that the cannula is still in the body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.